Event description:
The facility's rn reported an infusion pump that was involved in an incident of an IV infiltration to a hand of a pt. The nurse reported that the hand was found to be swollen and the pump did not alarm. The nurse stated that the pt recovered without adverse outcome. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention, education involved, serial number of the device, or set up of the infusion device.